Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date, the same month of receipt of this report, the patient was treated with ciprofloxacin (500 mg, daily, oral) and ciprofloxacin (25 mg, intraperitoneally in pd bags, frequency not reported) for peritonitis. The patient stated the total course of treatment was 24 days. The cause of the peritonitis was unknown. The patient was discharged five days after admission. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).